Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using a pod packing coil (packing coil) and a non-penumbra microcatheter. During the procedure, while advancing the packing coil through its introducer sheath, the physician experienced resistance. The physician continued to advance the packing coil against resistance through the mid-shaft of the microcatheter; however, the resistance grew stronger. The physician decided to remove the packing coil and while removing, the packing coil unintentionally detached. Therefore, the microcatheter containing the detached packing coil was removed. It was reported that the packing coil was flushed out of the microcatheter. The procedure was completed using a new packing coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned packing coil confirmed the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pull wire was in its initial position inside the pusher assembly distal tip, the proximal constraint sphere was inside the pusher assembly distal tip, the sr component was fractured, and the embolization coil was detached from the pusher assembly, partially advanced out of the introducer sheath and had offset coil winds. The reported complaint indicated that the detached coil was flushed from the microcatheter during the procedure; based on the return condition, this could not be confirmed. If the packing coil is advanced against resistance, damage such as offset coil winds may occur. Subsequently, if the device is retracted against resistance, the stretch resistant component may fracture and allow the embolization coil to detach and unravel. Based on the reported event, the root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.